Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net with a notification that their pacemaker was in backup vvi mode. The cause was found to be a firmware reset in addition to an event queue overflow. The device was reset accordingly and patient was stable after the event.